Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified one curved opening, wear abrasion and creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified more than three openings striated. Based on the device analysis, the final assessment is more than three openings striated assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "general leaking/fracture" and exchange due to patient¿s concern with the product. Device has been explanted.